Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 59 mg/dl was recorded via continuous glucose monitor (cgm) on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated. Approximately 3 hours prior to the low bg the user delivered a 6.54 unit bolus for 65 grams. There were no erratic basal rate adjustments. Blood glucose of 41 mg/dl was recorded via cgm on (B)(6) 2018 at 2:15am. Last bolus delivered before low bg was 10:57 pm on (B)(6) 2018. The user¿s bg steadily declined throughout the night and following morning after the bolus delivery. Based on blood glucose trends from (B)(6) 2018 to (B)(6) 2018 the user¿s low bg levels were primarily in the evening and early morning time frame. It is possible the user needs to adjust pump settings. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 40 mg/dl. To treat the low bg level, the customer consumed a sugared drink and set a temporary rate. Recommendation was made to consult with health care provider regarding diabetes management.